Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a tone while their continuous positive airway pressure mask was near the cardiac resynchronization therapy defibrillator (crt-d), likely due to magnet exposure. The device remains in use. No patient complications have been reported as a result of this event.